Manufacturer narrative:
The device has not been returned for failure investigation and no additional evaluation has been possible; however, analysis of similar devices is in process. The failure mode has been replicated in a laboratory setting, however, root cause is unknown at this time. Identification of the root cause(s) for this failure mode are pending; assembly technique is believed to play a role in the probability of occurrence. Product labeling indicates "... Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." A follow-up report will be filed when new information is available.

Event description:
Approximately 11 weeks following surgery, the surgeon reported that a portion of the screw assembly had separated. There were no noted bone quality issues nor any reported issues in patient compliance with post-operative care instructions. Revision surgery to correct is not planned at this time.